Manufacturer narrative:
The agent reported, loose manipulation, increase poly thickness. Female 65. Complaint has been evaluated and is similar to report number 1644408-2021-00934; 343-13-708, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loosening.